Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, ligament suspension with halban culdoplasty and lysis of adhesions due to sui, pop, pelvic pain, dyspareunia, dysmenorrheal and dysfunctional voiding. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent release of sling on (B)(6) 2011 by same implanting surgeon due to urinary retention. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal itching and urinary urgency.